Manufacturer narrative:
Device codes were updated to capture the additional information.

Event description:
It was reported that this right atrial (ra) lead dislodged, with the calling health care professional (hcp) requesting clarification regarding if the system was MRI conditional due to the dislodgment, with technical services (ts) informing them that the dislodged lead made the system MRI non-conditional. No additional adverse patient effects were reported. At this time, the lead remains implanted and in service, no procedure has been scheduled at this time. At a later date, it was reported an MRI was performed despite the lead been dislodged and previous indications the lead would be MRI conditional due to the dislodgment. The lead remains in service and there is no indication a revision has been performed at this time.

Event description:
It was reported that this right atrial (ra) lead dislodged, with the calling health care professional (hcp) requesting clarification regarding if the system was MRI conditional due to the dislodgment, with technical services (ts) informing them that the dislodged lead made the system MRI non-conditional. No additional adverse patient effects were reported. At this time, the lead remains implanted and in service, no procedure has been scheduled at this time.